Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer received with blank display screen. Customer also reported failed battery test and low battery alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for blank display screen and failed battery test alarm. Customer advised to monitor the insulin pump and call back if issue recurs and revert to back up plan. The insulin pump will not be returned for analysis.